Event description:
The hcp reported a difference between the expected and the actual reservoir volumes and suspected the pump was not delivering enough drug to the pt . The pump was explanted due to the underinfusion after an implant duration of less than 6 months.the pump was returned to the manufacturer for analysis.